Event description:
It was reported that during an unknown procedure, an atherotome on the cutting balloon was "dispositioned". The lesion being treated was a 1cm long stenosis in the left anterior tibia. The small peripheral cutting balloon was advanced over the guidewire to the lesion, and inflated to 8 atms. However, it was not visualized and under agio with 1:1 concentration used. The contrast was then changed to 100%, and the balloon was still not visualized. The physician then removed the cutting balloon to inspect it, feeling no resistance during withdrawal. Upon inspection, an atherotome was found to be "dispositioned" at the tip of the balloon. The procedure was completed with another device, and there were no patient complications. Patient status was reported as 'fine'.